Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not switching on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc was not booting. To resolve the issue, the fse reseated all the connections of host pc. After reseating the connections of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.